Manufacturer narrative:
Additional information: d9. Corrected information: d1, d4, g4. The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Broken- the button appears broken off. Delamination - layers were intact and did not separate. Discoloration - the device was transparent. General cleanliness - the returned device appeared to be partially clean. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: (B)(4).

Event description:
On 03/19/2026, it was reported that dr. (B)(6) advised that a "patient broke the little button that attaches the bands". Additional information received reported that the event occurred on 03/16/2026, while the 53-year-old, male patient was sleeping. The patient did not suffer any injury or adverse event and no medical intervention was required. The patient stopped using the device on 03/16/2026. The reported device has been returned.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: comp. (B)(4).